Event description:
Patient reported of the left side device: "capsular contractures baker grade IV, deformity, feel like bowling ball". The patient stated they were prescribed singulair and another unknown medication on an unknown date. The device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.